Event description:
(B)(4). The device was covered by insurance. Couple months after I had the essure done I experienced some hair loss that gone worse with time , heavier menstrual bleeding, I gained (B)(6) in the first 6 months , noticed some itch skin rash and redness on my chest that looks like a sunburn and won't go away . I start feeling extremely tired no matter how many hours I sleep , some abdominal pain as well .